Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed to boot and charge. The receiver turns on with "call tech support" error displayed on screen. The receiver download contacts screen error alarm with the dates of the investigation. Unable to perform functional test due to receiver turning on with 'call tech support error: err121' displayed on screen the reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.